Event description:
It was reported that the surgeon attempted to insert a competitor's lens, but the back haptic was torn off in the injector prior to insertion. There was no patient contact. The surgeon felt the cause of the lens tears was due to the injector and cartridge.

Manufacturer narrative:
Evaluation codes: method: injector lot number search. Result: an injector lot number search was performed and no similar complaints were found.